Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
As part of a review of subcutaneous implantable cardioverter defibrillator (sicd) latitude data for research and design-related activities, boston scientific engineers reviewed the device diagnostic data in the latitude nxt remote patient monitoring system database. This study was initiated to evaluate the potential for sicd devices to enter an unexpected state following an unsuccessful interrogation. If the device enters the unexpected state, the state persists until a telemetry session is established or a device reset occurs. While in this state, the device processing of sensed events may be delayed, resulting in inaccurate rr interval measurements and the potential for functional undersensing. It was reported in a review of stored data that this device entered into an unexpected state for .03 days. While in this unexpected state, the device current utilization was higher than normal which impacted the device longevity by .09 days. At the time of the event, the device continued to meet longevity expectations. It was suspected that the device sensing was disrupted for the duration of this event. Misalignment of the annotated markers and functional undersensing were observed in a stored af episode.

Event description:
As part of a review of subcutaneous implantable cardioverter defibrillator (sicd) latitude data for research and design-related activities, boston scientific engineers reviewed the device diagnostic data in the latitude nxt remote patient monitoring system database. This study was initiated to evaluate the potential for sicd devices to enter an unexpected state following an unsuccessful interrogation. If the device enters the unexpected state, the state persists until a telemetry session is established or a device reset occurs. While in this state, the device processing of sensed events may be delayed, resulting in inaccurate rr interval measurements and the potential for functional undersensing. It was reported in a review of stored data that this device entered into an unexpected state for .03 days. While in this unexpected state, the device current utilization was higher than normal which impacted the device longevity by .09 days. At the time of the event, the device continued to meet longevity expectations. It was suspected that the device sensing was disrupted for the duration of this event. Misalignment of the annotated markers and functional undersensing were observed in a stored af episode.

Manufacturer narrative:
It was reported that this patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2019. This chronic sicd device was electively explanted due to therapy upgrade. The sicd was replaced with a transvenous implantable crt-d device. The sicd device was received at boston scientific product return on (B)(6) 2019. The was analyzed by boston scientific post-market quality laboratory. External visual inspection identified a slight dent on the device casing. The seal plug was intact and the set screw operated normally. The interrogated monitoring voltage was 9.208 volts. The remaining battery life to elective replacement indicator (eri) was 66%. There was no indication of high current drain. A review of the device memory noted a device reset on (B)(6) 2017. The device was put through and passed automated electrical testing. The cause of the device malfunction is a processing delay in the device firmware after an incomplete telemetry connection. This delay goes away after a completed telemetry connection or a device reset. The exact cause of the failure is unknown.